Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) does not pace. The epg is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported via follow-up that there was a patient involved however the patient status was unchanged. It was reported that the patient was for unknown reason disconnected from the external pacer and when connecting again there was no pacing. The external pacer was reprogrammed and pacing was re-established. The reason for this anomaly was not discovered.

Manufacturer narrative:
Product analysis: at analysis the stated reason for return of "does not pace" was not confirmed, it passed testing with no observations. It was noted that the hanger ring was bent and that the battery contacts were contaminated. The ring was replaced, the battery contacts were cleaned and the main board was calibrated. It passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.